Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was using 195 percent of power. The device showed 11 months remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 35 microwatts, however this device was consuming 81 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Boston scientific technical services (ts) discussed results with the health care professional (hcp). As of this time, the device remains in service. No adverse patient effects reported.